Manufacturer narrative:
Leak testing of the returned introducer confirmed a leak at the valve. Additional testing revealed the leak was caused by a tear at each end of the manufactured slit. The tears were consistent with an object having been inserted through the seal that was too large, causing it to tear. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. Date report submitted to FDA by manufacturer: 08/13/2010. Date the initial reporter provided the info to the manufacturer: (B)(4) 2010. The following dates are estimated.

Event description:
It was reported blood leaked from the hemostasis valve of the introducer during the procedure. Another device was used to continue the procedure. There were no consequences to the pt.